Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out of the device. The customer's blood glucose reading was 300 mg/dl at the time of incident. Troubleshooting found that the drive support cap was loose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform the occlusion and no delivery tests due to prime anomaly. No a33 alarm noted. The insulin pump passed the operating currents test, self test, a21 error test, displacement, rewind and basic occlusion tests. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window and missing the end cap sticker.